Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the patient was not populating on cabinet. A technical support specialist (tss) reported that approximately 15,000 records did not synchronize from myqlink (mql) to the cab because they were associated with an incorrect computer name. Some of these records were the initial entries created when the database was first set up, which are always configured to sync to a cubexcab synchronization. The remaining records were job-related entries that appeared to have queued prior to installation. The tss manually processed the remaining records that were attempting to synchronize to the wrong controller. To ensure data consistency, the tss performed a reverse synchronization on the job and item tables so that the cab data matches what is displayed in mql. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the patient list did not populate on the cabinet even though the patients were active in the myqlink database. The customer reported that the site operates with a masterdatabase configuration. After performing a reverse sync, the patients appeared on the cabinet, however, this was only a temporary resolution. There were no adverse events or injuries reported based on this event.